Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting odd signals on the defibrillation and sensing channels. A review of the data determined there was p-wave oversensing. A revision procedure was performed due to the suspicious lead performance and this right ventricular (rv) lead was found to be dislodged. The lead was removed from service and replaced. No additional adverse patient effects were reported.